Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a pacemaker replacement procedure, it was reportedly impossible to properly connect the leads to the subject pacemaker. The physician decided to change the pacemaker.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement procedure, it was reportedly impossible to properly connect the leads to the subject pacemaker. The physician decided to change the pacemaker.